Event description:
It was reported that the insulin pump alarmed button error, battery out limit and buttons were unresponsive. Customer stated that she woke up with high blood glucose. Customer's blood glucose was 245 mg/dl. Customer stated that the insulin pump alarmed button error, she removed and reinstalled the battery but unable to clear the alarm. Customer stated that she took out the battery for a while then reinserted the battery and got battery out limit alarm and buttons were unresponsive. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump passed displacement test, operating currents, self test, off no power, unexpected restart error test, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No battery out limit alarm. Insulin pump received with minor scratched display window. Insulin pump received cracked case at display window corner. Insulin pump received with cracked reservoir tube lip.